Event description:
Multiple units of product type demonstrate questionable "stability" and/or accuracy in regard to wave form, error messages, malfunctions, read outs, etc. Creates difficulty in ability for anesthesia and nursing staff to appropriately monitor pt's condition, blood gases, etc. Equipment demonstrates unreliability. Problem assessment has failed to identify specific root cause.